Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was evaluated for flow rate accuracy and deliver within specification, customer allegation was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump turned off during therapy in the micu (medical intensive care unit). There was no report of patient injury or medical intervention associated with this event. No additional information is available.